Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took corrective action by administering a correction injection via mdi and did not require assistance from a third party. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin delivery.